Event description:
It was originally reported by the (B)(4) database that the patient had suffered a transient ischemic attack (tia) during the index procedure which required no medical treatment. The adjudication minutes received disagree with the previous diagnosis and determined that the neurological event was in fact a cerebrovascular accident. As such, the tia will be removed as a not-reportable complaint and cva will be added as a reportable event as the patient exhibited slight residual symptoms. The adjudication also notes that the patient experienced a vessel spasm during the procedure after which the symptoms manifested themselves. As such, vessel spasm will be added to the file as a reportable event. The patient is a (B)(6) woman with a history of cad, diabetes, hypertension, smoking, and tia. Pre-procedure, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient underwent the index procedure in the left ostial internal carotid artery (ica) with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro rx stent in the intended location. The operative report noted that the stent was placed and post-dilation was performed. Completion angiography showed good flow but there was some spasm of the distal ica. Then the patient began to become confused. She developed new neurological deficits, reported as sudden onset aphasia and right hemiparesis or hemiplegia. Intracerebral angiography showed decreased flow within her anterior cerebral artery. The operative note further reported that it was felt that the flow was compromised by the sheath going across the common carotid lesion and therefore; the sheath was removed. A genesis stent was deployed within the orifice of the left cca. The protection device was captured. No debris was found in the filter basket upon retrieval of the angioguard rx ecgw device.

Manufacturer narrative:
The patient continued to have some weakness in her right upper extremity and confusion. Attempts were made to recannulate the orifice of the left cca without success. Over the course of a few minutes the patient's symptoms gradually improved. The final angiogram showed complete resolution of the spasm and normal flow within the anterior cerebral artery. At this point, the patient was completely neurologically intact and alert and oriented times three. No further interventions were performed and the sheath was removed. At the end of the case, the patient had no motor or sensory problems on either side. She was alert and orient and her cranial nerves ii-xii were intact. Immediately after the event the nih stroke scale was 0 and the rankin stroke scale score was 0. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00037 and 9616099-2012-00246.

Manufacturer narrative:
The cc has been updated with additional information received from the adjudication minutes. The adjudication minutes received(B)(4) 2012, disagree with the previous diagnosis that the neurological events experienced by the patient during the index procedure and determined to be a tia was in fact a cerebrovascular accident and the patient exhibited slight residual symptoms. Information from the adjudication also notes that the patient experienced a vessel spasm during the procedure after which the symptoms manifested themselves. The patient is a (B)(6) woman with a history of cad, diabetes, hypertension, smoking, and tia. Pre-procedure, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient underwent the index procedure in the left ostial internal carotid artery (ica) with delivery of the angioguard, pre-stent balloon angioplasty and placement of one precise pro rx stent in the intended location. The operative report noted that the stent was placed and post-dilation was performed. Completion angiography showed good flow but there was some spasm of the distal ica and the patient began to become confused. She developed new neurological deficits, reported as sudden onset aphasia and right hemiparesis or hemiplegia. Intracerebral angiography showed decreased flow within her anterior cerebral artery. The operative note further reported that it was felt that the flow was compromised by the sheath going across the common carotid lesion and therefore; the sheath was removed. A genesis stent was deployed within the orifice of the left cca. The protection device was captured. No debris was found in the filter basket upon retrieval of the angioguard. Original information indicated that this sapphire patient suffered a tia during post-dilatation of the precise stent, with the angioguard still in place when the tia occurred. The patient fully recovered in less than 24 hours, and the tia required no treatment; the patient was just observed overnight and was discharged the next day fully recovered. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to these events. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00037 and 9616099-2012-00246.